Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk management. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment as post market feedback continues to become available.

Event description:
During the procedure, two (2) cook disposable hemostasis clips were used. The clips were positioned fully against the tissue and were deployed. While the physician was scoping, the clips popped off in a partially open position. The two clips were left to pass naturally through the gastrointestinal tract. The boston-scientific clipping device was used to complete the procedure. There was no harm to the pt due to this occurrence. See mdrs 1037905-2012-00323 and 1037905-2012-00324. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.